Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/19/2015 with the following findings: inspection revealed that the display screen visual was discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: the keypad cover was observed to be torn in the area of the ok button; however, all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.